Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have blade damage at the base of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Additionally, the instrument failed energy recognition.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis. A review of the provided image shows a broken curved blade on the harmonic ace.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified during the operation. The tip broke, fell into the patient, and was removed.